Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of system is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement is not functioning. Upon functional testing, fse found that the device was unable to communicate with geoipc, geoipc software corrupted and also blue screen error appeared after it was restarted. To resolve the issue, fse reloaded the software from scratch. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movement was not functioning on the allura xper fd10 system. The system was in clinical use at the time of the event. No harm has been reported. The geo ipc software was found to be corrupted and that the blue screen appeared after it was restarted. The software was reloaded and the device was returned back to functionality. Philips has started an investigation of the complaint.